Event description:
A potential product issue has been reported internally with our mevatron md2 linear accelerator. In the abundance of caution this issue is being reported. Linac md2, (B) (4), (B) (6), 3 plates of the counterweight have become loose by breaking of the two holding screws and fell into the cover. The initial corrective action to replace the screws was completed. The broken screws were drilled out and the counterweights were screwed with new screws. Final corrective action is pending final investigation. The broken screws are in the possession of siemens. Initial risk assessment is complete. Initial root cause is complete. No injury or mistreatment has been reported. No other products are concerned.

Manufacturer narrative:
Initial risk analysis vindicates: severity: 3 (critical). Reason: falling lead weights (ca. 30-40 kg) can lead to serious injury of one person. Probability: b (improbable). Reason: probability of harm: improbably, but not impossible. The screws are very strong relative to the weight of the covers. Static strength of each screw (shear or tension) is well over 1000 lbs. The cover material may be damaged (cracked) but will prevent the trim weight from falling through. Initial root cause indicates: the nonconformity was caused through relaxation of mounting / bolting due to mechanical properties of lead (material of trim weight lead) and bending and fatigue caused the screws to break overtime. Broken screw holding the counterweight at the bottom side of the linac. At the bottom side of the linac are lead weights (ca. 30-40 kg) mounted by two 10 mm screws at the gantry assy of the linac. Caused as a result of improper of inadequate design. Reference the safety factor as required by iec (for suspended masses that are subjected to wear, corrosion and/or fatigue, conforming to iec 60601-1 2005 section 9.8. Applies.